Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The reported products were reviewed for compatibility and it was determined that the following implants are not compatible: articular surface medial congruent (right) and natural tibia trabecular metal two-peg porous fixed(left) medical records and radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: contributing factors include osteoarthritis and valgus on the left knee, the findings include spinal block and rom was 0 to 140 degrees. X-rays show signs of subsidence. Complaint has been confirmed. The root cause cannot be determined. However, it was noted that incompatible parts were used together. It cannot be determined if this caused or contributed to the event. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs: 42502206201 femur trabecular metal cruciate retaining narrow porous lot# unk MDR:0001822565-2021-03443. 42522100412 articular surface medial congruent right 12mm lot# unk MDR: 0001822565-2021-03444.

Event description:
It was reported that approximately 12 months post implantation, the patient has suffered from subsidence of the tibial tray on the medial side. X-ray review also identified bone osteopenia. Attempts for additional information have been made and none has been provided.